Event description:
It is reported that a customer experienced high blood glucose. The customer's blood glucose at the time of the call was 186 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and found that the pump works as designed but the customer needed to change the infusion sets. A new infusion set was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.